Event description:
It was reported that the right ventricular (rv) lead delivered eight inappropriate shocks to the patient. The lead exhibited oversensing due to noise and a high number of short interval counts (sic). Additionally, a lead fracture is suspected. The lead has been explanted, replaced and returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Analysis information -- (B)(6) 2014, 13:23:36 cst, (B)(4), product ID# d284drg. The device was returned and analyzed. No anomalies were found and there were no issues. No issue was identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg, implantable cardioverter defibrillator (ICD), (B)(6) 2013. (B)(4).